Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that when the autopulse platform (s/n (B)(4)) was powered on it displayed user advisory 41 (patient temperature sensor failure). There is no report of patient involvement. No additional information was provided.